Event description:
It was reported that during a procedure of the circumflex (cx) and left anterior descending artery (lad), a 2.5 x 12 mm xience prime stent was successfully implanted in the cx; after implant the patient experienced hypotension. An angiogram of the stent implant revealed thrombosis inside the stent implant. An anticoagulation drug was injected intra-coronary. Additionally, it was determined that the patient's plavix dose should be 150 mg during the weeks post procedure intervention. The patient was kept overnight in the hospital for observation due to the known high level of blood coagulation. In the same procedure the moderately tortuous, moderately calcified, 70% stenosed, proximal diagonal vessel was treated using a 2.5 x 18 mm xience prime which met resistance during advancing toward the lesion. A slight push on the device without force was applied, however, the proximal shaft kinked. The xience prime stent delivery system was retracted without difficulty from the anatomy. A second xience prime stent was deployed with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, information was received stating the 2.5 x 18 mm xience prime stent was deployed in the circumflex and the 2.5 x 12 mm xience prime stent delivery system was attempted in the proximal diagonal vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Inflation: medtronic. Guide cath: launcher. Sheath: terumo. There were no reported product deficiencies. The reported patient effects of hypotension and thrombosis, are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It was initially reported that the device was returned for evaluation. The stent of the 2.5 x 18 mm xience prime remains in the patient. The stent delivery system was discarded by the account and was not returned for evaluation.